Manufacturer narrative:
Investigation summary: investigation of this event showed that qc results were acceptable on the day of testing. Testing of an alternate sample yielded non-repeatable imprecise results above the reference interval. Testing at an alternate site gave results within the reference interval. Results of incubator fill testing indicated incubator contamination. The customer refused service. The root cause of the event was instrument related.

Event description:
A customer observed a condition code indicating a sample metering error on the vitros 250 analyzer while processing a pt sample for amon. Under these conditions, an erroneous result could be obtained which may lead to inappropriate physician action. There was no report of patient harm as a result of this event.